Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-01132. The pt received her scs sys, including two percutaneous leads (from two separate lots) and an ipg, on (B)(6) 2006. It was reported that all lead contacts exhibited high or invalid impedance readings. The pt stated that the insulin had slowly faded over time, and over the last month the stimulation ceased. The physician explanted and replaced the leads with one smaller model lead on (B)(6) 2011. The physician noted that the pt had a lot of scarring in her epidural space from the percutaneous leads. It was reported that the physician cut the leads during the removal process. As a result of the replacement procedure, the pt reported effective stimulation. The explanted leads were returned to the MFR for analysis on (B)(6) 2011.